Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead exhibited high thresholds and high impedance. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.